Event description:
It was reported the pt (B)(6) experienced a burning sensation at the ipg site. It was determined by the physician that the pt was having an allergic reaction to nickel. The ipg was subsequently explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.